Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 436 mg/dl. Customer stated the pump is not communicating with transmitter. The customer was explained the alarm may be caused by distance or radio frequency interferences. The customer was advised the alarm maybe caused by orientation. Customer was advised to monitor the sensor. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 436 mg/dl. The customer is in the hospital due to a surgery tomorrow.